Event description:
It was reported the patient has been experiencing ineffective stimulation for 2 months. Diagnostics indicated high impedance readings. Reprogramming was unable to provide effective therapy. X-rays were taken, but no anomalies were shown. Surgical intervention may take place at a later date.

Event description:
Device 1 of 2: reference MFR report: 1627487-2018-04505. Additional information received indicated diagnostics showed invalid impedance readings for all contacts. Surgical intervention was undertaken and the lead was found to be disconnected from the ins. Physician reconnected the lead to the ins and stimulation was reported. Postoperatively, the patient reported receiving effective therapy.